Manufacturer narrative:
(B)(4).

Event description:
This file was originally reported under MFR report #1645337-2014-00017, but the number was found to have been used already. See the new number in the MFR report section. On (B)(6) 2012, the patient underwent bilateral breast augmentation with mentor memorygel breast implants. The patient reported complaints of rupture and auto-immune type symptoms. This report is for the right device.